Manufacturer narrative:
No patient information is available. Date of device manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bracket that holds the power cord was loose. Tighten bracket on power cord and charged batteries to resolve the issue.

Event description:
The hospital reported the unit had loss of ventilation during a case. There was no report of patient injury.